Event description:
It is reported that, while the surgeon was impacting the glenosphere, the impactor fractured.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the device may have fractured due to high, repeated impaction forces, especially if they were not in line with the axis of the recess. The exact cause cannot be definitively determined. As returned, a portion of the poly impactor has fractured off the device. The device was found to be conforming to print specs and the device history records do not contain any anomalies. The impactor has a potential field age of approx 2.5 years.